Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. Customer states they were unable to exit the "preparing to prime" loop. The customer stated that they did not received second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The insulin pump will not be returned for analysis.